Event description:
Initial report received involved consumer use of vinyl exam gloves in school project (dissection). Consumer reports an allergy to latex. Consumer experienced shortness of breath and bumps appeared on their body. Follow up call on 5/1/01 confirmed consumer went to the emergency room and was hospitalized overnight for observation (benadryl was dispensed).